Manufacturer narrative:
Visual examination found no malfunctions.

Event description:
It was reported that the patient presented with pocket erosion. The entire system was explanted and replaced. The patient was in stable condition.